Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding system error 2240, which occurred on the homechoice (hc) during drain 5/5. The home patient disconnected and then reconnected. The sample was discarded and the lot number was unknown. Product surveillance contacted the peritoneal dialysis(pd) nurse regarding the reported incident. The pd nurse stated the home patient was seen last week and she is doing fine. No patient injury or medical intervention was reported.

Event description:
Reported by the complainant as follows: pt who has many co-morbidities including diabetes had a mastectomy in april. The wound did not progress well and the pt eventually developed an abscess which was subsequently drained and packed with aquacel, leaving the wound to heal by secondary intent before the pt was discharged from the hospital care. The pt was discharged into community care. (B)(6) said that the district nursing team believed the wound to be a draining sinus with a very small opening and were not aware that the wound had been packed with aquacel; therefore, the dressing may have been in situ for 4 months. Complainant said ... "I noticed a raised area on a pt's wound last week, when probed, a length of (what I assume was) aquacel ribbon came from within the wound. The pt had surgery in april and has had problems with healing since then. As far as I can work out, the only thing she ever had her wound packed with was aquacel and I assume it was never removed." Complainant disposed of the product so, no histology check can be made on the dressing. The pt will be examined to check that all remaining dressing product has been removed from the base of the wound. The pt has been checked, and there is no more residual dressing product in the wound. The wound appears to be progressing now. The age (B)(6) and poor health of the pt had been blamed for the lack of wound progression previously.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.